Event description:
During a biopsy procedure, the forceps did not close after being opened in the left ventricle. The deivce was removed with the pigtail as a unit. No pt injuries or complicatins were reported.